Event description:
It was reported that approximately one and a half months post device change out procedure, there were signal artifact monitoring (sam) events for noise on the right atrial (ra) and right ventricular (rv) channels. The clinician noted that the noise on the rv channel appears to have resolved, however noise continues on the ra channel. Boston scientific technical services (ts) was consulted and upon review of the sam events, it appeared to be electromagnetic interference (emi) related. The most recent episodes for the ra noise were reviewed and ts discussed possible causes. It was also noted that the ra lead threshold measurements have been inconsistent and the impedance measurement has been trending down since the latest device implant; however it was still within range. It was further noted that the sensing values had been reprogrammed at some point. The clinician stated while there was some noise present on the ra lead in the past, the amount of noise was not significant compared to now. The patient paces 99 percent in both the atrium and ventricle and there was pacing inhibition in the atrium when the noise was oversensed. Ts suggested reprogramming to unipolar and obtaining an x-ray. No additional information is available at this time. If additional information becomes available the report will be updated at that time. The pacemaker remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).